Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse could not duplicate reported issue. The fse replaced power cord (due to it being incorrect), reseated connections and cleaned fans. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer. Customer retained power cord tested fine, but was not the getinge power cable.

Manufacturer narrative:
Firm provided updated device identification information in alignment with gudid.

Event description:
It was reported that during in service training, the cs300 intra-aortic balloon pump (iabp) not working after plugged in. Battery showed full and turned off. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.